Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft was implanted in a patient for the endovascular treatment of a 44 mm in diameter and 60 mm in length abdominal aortic aneurysm. Two devices from another manufacturer were implanted with the bifurcate. It was reported that final angiography showed what appeared to be a type iii fabric leak in the ipsilateral limb of the bifurcate. The physician elected to implant another manufacturer's stent graft inside the ipsilateral limb, and final angiography confirmed that the type iii fabric endoleak had resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Review of four short (10 sec) videos during contrast injection post-implant were reviewed. The endurant bifurcate was seen implanted with the ipsilateral limb placed into the left iliac. A gore limb was implanted as the contra limb and was seen positioned within the gate, from the flow divider proximally and extending distally into the right iliac. With the injector placed just above the renals, contrast is seen outside the stent graft, primarily on the left/ipsi limb, approximately 2cm below the level of the flow divider. The same endoleak was seen again during injection within the aortic body. The endoleak appears to be coming from between 2 stents, and has a jetting appearance which is a typical characteristic of a type iii fabric or an acute type IV suture hole leak. The stent graft is essentially straight in this location, and there is possible stent overlapping seen near the endoleak location. After relining the ipsi limb from the flow divider to the distal end of the left limb with another manufacturer¿s device, the endoleak appeared to have resolved. Both limbs were patent and no other stent graft issues were seen. The exact cause and type of the endoleak could not be determined from the images provided. Films during implant, including when the limb was reportedly pushed up because it was longer than expected, were not seen on the films. It appears likely that the endoleak was either a type iii fabric or a type IV suture hole leak. It could not be confirmed, or ruled out, if pushing up the limb during implant may have contributed to the endoleak.